Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the coupler was damaged.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the device wasn't working. Upon evaluation, the coupler was damaged. No additional information was known.